Manufacturer narrative:
Unknown taper. The reporter of the event was asked if the product was available for analysis and to provide device information. To date, apollo has not been able to confirm device information from the reporter and the device manufacturer is unknown. Further information has been requested of the reporter regarding: implant date, explant date, date of occurrence, and additional patient information. The reporter of the event noted no additional information can be provided. A review of the device labeling noted the following: description: surgeons planning laparoscopic placement must have extensive advanced laparoscopic experience, i.e., fundoplications as well as previous experience in treating obese patients, and have the staff and commitment to comply with the long-term follow-up requirements of obesity procedures. Precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Procedure basics: as with other surgical decisions, it is the surgeon's responsibility to judge his or her skill and experience as a well as the procedure best suited to the patient's needs.

Event description:
Literature review performed: "retained foreign body after adjustable gastric band removal: a case series." Cattanach d, et al. Obes surg. 2017 dec;27(12):3337-3340. Case report 3: patient underwent lagb for obesity. Patient only had moderate weight loss and experienced food obstruction with weight regain. The band was removed four years after insertion. After electing to get the sleeve gastrectomy, during a follow up appointment the patient complained of abdominal wall pain in the area of the previous gastric band port. A CT scan was performed and the patient underwent a local wound exploration. "At operation, the 5-cm clear plastic collar of the band tubing port connection was located and removed." Although the manufacturer of the device is unknown, it is apollo's approach to compliance to resolve all doubt in favor of reporting.